Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-18708. Related manufacturer reference number: 1627487-2021-18709. Related manufacturer reference number: 1627487-2021-18710. Related manufacturer reference number: 1627487-2021-18711. Related manufacturer reference number: 1627487-2021-18713. Related manufacturer reference number: 1627487-2021-18714. It was reported that the patient lost therapy. Diagnostic revaluated high impedances. Additionally, the ipg was inoperable. As such, the entire system was explanted and replaced on (B)(6) 2021 addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Updated section d9, d10 and h3. These fields were inadvertently excluded in follow-up report-1.

Manufacturer narrative:
The reported event for high impedance was confirmed. As returned, the extension had multiple broken wires inside the header port. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.